Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; two devices had missing components, two devices had broken/damaged components, and one device had an incompatible component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the restraints could not be latched. There was no patient involvement.